Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) began undersensing. The ventricular lp began oversensing crosstalk that resulted in pacing inhibition and asystole. The programmer was operating slowly and external pacing was required. Programming changes were performed and the lp was implanted. The patient was in stable condition.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) began undersensing and pacing at high output. The ventricular lp began oversensing crosstalk that resulted in pacing inhibition. The patient exhibited asystole and required external pacing. Programming changes were performed and the lp was implanted. The patient was in stable condition.